Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
It was reported that medfusion® 3500 syringe pump had a check clutch plunger level error. No patient injury reported.

Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for investigation. Visual inspection revealed that the returned device was in poor condition; the top case was chipped and cracked and the left and right plunger cases were damaged. A review of the device event history log found that a check clutch/plunger lever error had occurred. Additional review found that the device clutch had been released during an infusion. During functional flow and occlusion tests, the check clutch/plunger lever error could not be duplicated. Investigation determined that the root cause of the check clutch/plunger lever error was due to the improper release of the clutch during an infusion. As a preventative measure, the device position potentiometer was replaced. Additionally the clutch right and left halves were replaced with leadscrew and spring. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.